Event description:
General report received of an unspecified number of undocumented incidents of leaks of nuclear medicine isotopes. The adapters were being used to deliver unspecified nuclear medicine isotopes using power injectors. It was reported that after the prepierced reseals of the male adapter plug adapters were accessed with unspecified needles, leaks of solutions were noted during the injections. The volumes of solutions that leaked were reported as approximately "one drop" from the needle hole. It was unspecified if any solution came in contact with pts or staff. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).